Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Reportedly, the device has switched to standby mode around one month after implantation, while patient was having normal activity. Device re-initialization was performed on (B)(6), and was successful. Expertise files generated during this operation have been analyzed. This analysis revealed that: the switch to standby mode occurred on (B)(6) 2008 in the morning, which is coherent with the patient symptoms (vvi pacing is not a synchronous pacing mode and the patient felt the switch to vvi mode); there is a software inadequacy in the implant's embedded software. It was make the device switch to standby mode (which is a safety mode for the patient) under very specific conditions. This anomaly will be corrected through new implant software which will be downloaded in the device memory when the device will be interrogated with the upcoming version of the programming system: smart view (B)(4).

Event description:
The patient went back to hospital 8 days after implantation because, he felt usual symptom. The device was found in standby mode. Device re-initialization was performed and was successful.